Manufacturer narrative:
Eval: a user carton, labeled as containing iab s/n i1113818, was returned for eval. Visual inspection of the carton contents revealed an unused, sealed insertion kit, lot aep. There was no user documentation in the carton. No iab was observed to be present within the box. Probable cause of difficulty: on 1/7/98, we were advised of an iab missing from a user carton at beth israel med ctr. Upon investigation we discovered the following: 1. Iab in question, s/n i1113818, was shipped to the facility on 1/28/98. It was part a four iab shipment sent to this account on that date. Federal express documentation indicated that the total shipment weighed 10.25 pounds. 2. Serial number i1113818 did not appear on any other shipment in a check of our computer files, only on order # c41125 for beth israel med ctr in new york, ny. 3. The insertion kit returned in the user carton belonged to lot aep whereas shipping documentation showed that an insertion kit belonging to lot xc was actually shipped with the balloon. This type of complaint is extremely rare. Given our packaging and shipping process, it is extremely unlikely that a kit could be shipped without an iab, although our position is to assume the customer is correct. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to this facility (via federal express). If the iab was not present in the user carton, the shipment would have weighed less which would have been reflected in the recorded weight. As you can see, the weight of the shipment is not consistent with the reported problem, in addition, it appears that the original insertion kit was removed from the user carton and replaced with another insertion kit. This scenario makes it extremely unlikely that a kit can be shipped without an iab. We do know of instances where an account may require a second iab in an emergency situation and the iab is taken from another kit, leaving the user carton and the insertion kit-on the shelf. There is also the possibility of pilferage. We can only speculate on what may have occurred. As a courtesy, a free replacement was authorized to the facility

Event description:
There was no iab in the user carton. (Event complications: unknown - reported 1/7/1998.) (Pt's current status: unk - rpt'd 1/7/1998.)